Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had received a low battery flag and the sjm representative had cleared the flag. The patient reported he had not used the system in about one year. It was reported the low battery flag returned and it was cleared at an additional appointment. Review of the program parameters indicated the issue may be passivation. It was reported the patient may not be able to provide correct historical facts, so the cause of the issue was undetermined. The patient was to be scheduled for further follow up regarding the scs system. It was reported the patient was receiving stimulation, and using the system.